Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Age or date of birth - ni. Weight - ni. Date of death - ni. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - the article was written by kjed soballe, bjorn thorup and inger mechlenburg. Manufacture date - ni.

Event description:
Information was received based on review of a journal article titled, "total hip replacement in the congenitally dislocated hip using the paavilainen technique" which aimed to examine the radiographic and clinical results following total hip arthroplasty with the paavilainen technique performed over a 10-year period using cementless mallory-head acetabular components and arcom tibial bearing components manufactured by biomet; and to investigate diagnoses post-operatively. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient had a less than excellent harris hip score of 50. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.